Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebr0381 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the guidewire was found to be fractured when it was being withdrawn in the process of guidewire advancement for catheterization. The remaining guidewire was in the vessel of the patient, which was withdrawn under dsa